Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/11/2021. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Lower extremity trauma. Please describe the anti-inflammation treatment that was given everyday to the patient (i.e., medication name, topical, oral, intravenous) penicillin injection 8 million units intravenous drip treatment, once a day for four days. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the patient re-sutured after the silk suture was removed? If yes, what type of suture was used? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the patient re-sutured after the silk suture was removed? If yes, what type of suture was used? Please describe the anti-inflammation treatment that was given everyday to the patient (i.e., medication name, topical, oral, intravenous). Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a lower limb trauma debridement procedure on (B)(6) 2020 and the suture was used. After the surgery, on (B)(6) 2020, the patient experienced erythema and post-op inflammation on the wound. The suture was removed immediately and clean the wound with normal saline. Then dressing change was given daily to the patient. Besides, anti-inflammation treatment was given once a day. On (B)(6) 2020, the patient healed well and was discharged from the hospital. Additional information has been requested.